Event description:
Middle-aged female with abnormal uterine bleeding, uterine fibroids and chronic blood loss anemia. Surgery was total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy. During the procedure, the device broke. Device was removed without known harm to the patient and another one was used for the remainder of the procedure.